Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had no image. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that there was no image, the curved rubber was scratched, the curved rubber adhesive was missing, the video connector was scratched, the video connector was cracked, the operation part was scratched, the grip was scratched, the up/down plate was scratched, the right/left plate was scratched, the nigiri cover was scratched, there were stains on switches 1/2/3, the light guide connector was scratched, the light guide cover glass was scratched, the video connector case was scratched, the video connector case was cracked, and the video connector label was peeled off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause of the no image could not be identified. However, it is likely the phenomenon occurred due the failure of the image sensor unit, defect of the circuit board inside the video connector, or defect of the system side. Olympus will continue to monitor field performance for this device.

Event description:
The reported image issue occurred before use for a therapeutic laparoscopic colectomy. No delay in procedure as the procedure was completed with an alternative device.